Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had high blood glucose of 450 mg/dl, and inquired if twelve or twenty-four hour set up affected insulin delivery as blood glucose continued to elevate. Customer's blood glucose was treated with bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, alarm history showed a low reservoir alarm. Caller also reported that infusion tube had multiple tiny air bubbles. Caller was advised to call back when in receipt of tubing clamp in order to complete high pressure test. By the end of call, customer's blood glucose was lowered to 224 mg/dl.